Event description:
It was reported the patient observed swelling and purulent discharge at the ipg site. Reportedly, the physician identified an infection (B)(6) inside the ipg pocket. As a result, surgical intervention was undertaken wherein the physician opted to explant the entire system as a precaution. No further information is available at this time.